Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.

Event description:
In 2008, the lay-user/patient in the UK contacted lifescan (lfs) alleging that one touch ultra smart meter was giving inaccurately high readings. The technical service representative contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On an unspecified date, the patient obtained the blood glucose reading of 5.9 mmol/l (106 mg/dl) on the reported meter. The patient's blood glucose level was also tested on a nurse's meter, with a result of 3.9 mmol/l (70 mg/dl). At that time, the patient was experiencing the symptoms of shaking and 'she felt cold'. The patient administered self-care by eating dates to resolve her symptoms. She did not seek any medical attention. The patient takes humalog insulin on a sliding scale based on meter readings, an unspecified long-acting insulin 44 units per day, and byetta 10 units twice per day. The patient claimed to have obtained higher than expected blood glucose readings, using the reported meter, since approx two months prior to orignal date. The patient's expected meter readings range from 5.0 mmol/l to 10.0 mmol/l. She tests her blood glucose level eight times per day. It would have been helpful to determine the date and time of the 5.9 mmol/l reading, the time of the onset of symptoms, the patient's meter readings prior to the event, the patient's insulin doses taken based on those readings, and the meals taken prior to the onset of symptoms. The patient alleged she became hypoglycemic while using the lfs product. The patient received treatment with food to resolve her symptoms suggestive of hypoglycemia; the meter reading of 5.9 mmol/l did not correlate with the patient's symptoms or treatment. As there is no information regarding the patient's insulin doses or timings of the meter results prior to the injury, this complaint is being reported.